Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during the vertical down motion while unloading a patient after the procedure had completed, the e-stop opened and the couch dropped 15cm. A philips service engineer (pse) confirmed that there was no harm to a patient, operator or bystander. The pse reported that e-stop opened and the couch dropped 15 cm, then all motion halted. The pse evaluated the system and replaced the inverter panel assembly and vertical motor drive/brake assembly to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that while unloading a patient from their philips big bore CT system, the patient support dropped 15 cm and the e-stop opened. The customer confirmed that the patient support motion was halted when the e-stop was opened. The customer also confirmed that the uncommanded motion did not result in harm to patient, operator, or bystander. On 29-jun-2015, a philips field service engineer (fse) evaluated the system and reviewed the error log files. The fse performed a motion check of the patient support and confirmed it to be functional. The fse also performed test scanning of the system which showed it to be functional. From the review of the error logs, the fse found "s_couchmgr_vert_motion_stop_error" errors which indicated that the patient support vertical motion did not stop in the specified time. The fse also found "s_manmot_vertical_stop_error" errors which indicated that the couch system did not stop motion and respond to command within 5 second timeout when commanded. From these errors, the fse determined that the inverter panel assembly and vertical motor/brake required replacement. The fse ordered a replacement inverter panel assembly and vertical motor/brake, scheduled with the customer to return for replacement of the parts, and released the system to the customer for clinical use. On 09-jul-2015, the fse replaced the vertical inverter and vertical motor/brake to resolve the issue. The fse confirmed that there was only one reported occurrence of uncommanded motion. The failed parts were discarded and not available for further analysis. The fse did not provide a bug report or log files for analysis by CT engineering. As the failed parts and system error logs were not provided for further analysis, CT engineering was unable to further investigate the cause of this issue. CT systems engineering reviewed the available information and determined that the probable cause of this issue was failure of the inverter panel assembly because with a failure of the vertical motor/brake, uncommanded motion of the patient support would not have been halted with the opening of the e-stop. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: ¿ design of brake fail-safe for couch movement. Brake is engaged with loss of power. ¿ design critical components with high strengths according to iec-60601-1. ¿ additional brake when no movement command is given. ¿ design employs a 4:1 minimum safety factor. ¿ safeguards: (1) electrical power loss automatically engages the spring-actuated brake, (2) when system not in motion, brake is applied, (3) brake can suspend full load even when being driven downward by motion system, (4) a lock tab is employed on the screw of the motor to lead screw coupling. ¿ vertical brake hardware connected to motor shaft held in place with mechanical fasteners as well as bonded to motor shaft. ¿ when the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed.

Event description:
The customer reported that during the vertical down motion while unloading a patient after the procedure had completed, the e-stop opened and the couch dropped 15cm. A philips service engineer (pse) confirmed that there was no harm to a patient, operator or bystander. The pse reported that e-stop opened and the couch dropped 15 cm, then all motion halted. The pse evaluated the system and replaced the inverter panel assembly and vertical motor drive/brake assembly to resolve the issue.